Event description:
It was later reported that clinical manifestation of the exit site infection included ongoing symptoms of rubor and secretion. Oral antibiotic therapy was noted to be intermittent. The exit site was "clinically bland" on (B)(6) 2020 and the infection was noted to be resolved on this date.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic exit site/driveline infection with corynebacterium amycolatum with repeatedly positive cultures from exit site swabs. White blood cell count and c-reactive protein (crp) were in normal range on (B)(6) 2019 and (B)(6) 2019. The patient was treated with wound dressings and oral antibiotic therapy. The patient was not admitted for this event and the infection is still ongoing.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.